Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurost imulator (ins). It was reported that there was a charging problem with the ins. The recharger stopped charging by 60% and less. It showed for example 60% on the charging indicator and below "ready". After pressing the "charge" button again the process of charging does not continue. It was unknown if there were any external contributing factors. Troubleshooting and diagnostics were performed: changing the recharger and patient programmer against a new recharger and patient programmer to test the process of charging. This resulted in same results/issues previously reported; charging a functional demo ins with the old recharger and patient programmer of the patient, however, worked flawlessly made mdt data report with the clinical programmer the issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that when the recharging process was aborted at about 60%, the patient controller showed ¿finished.¿ the mdt data report showed a reset to (B)(6) 2011 around 2018 (B)(6) and several charging procedures. Out of the last 10 recharge sessions, there was only one session that was close to 60%, which was stopped by the user. It was noted that a recharge session will say ¿finished¿ when the recharger session has been stopped. There were a few instances where the recharge session was stopped due to poor coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that when the recharging process was aborted at about 60%, the patient controller showed ¿finished.¿ the mdt data report showed a reset to (B)(6) 2011 around 2018 (B)(6) and several charging procedures. Out of the last 10 recharge sessions, there was only one session that was close to 60%, which was stopped by the user. It was noted that a recharge session will say ¿finished¿ when the recharger session has been stopped. There were a few instances where the recharge session was stopped due to poor coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, it was discovered that the previously reported implant date was incorrect. If information is provided in the future, a supplemental report will be issued.